Event description:
It was reported that this right ventricular (rv) lead exhibited low sensing. As a result, this lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.